Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported complaint of bent lead tip was confirmed in the laboratory. However, it has no clinical impact. No mechanical or electrical anomaly was found. The lead is according to spec.

Event description:
It was reported that the lead was taken from the packing and had been bent at the tip. The lead was returned for analysis.